Event description:
Philips received a complaint on the heart start mrx defibrillator indicating that the device paddles were not recognized.the customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). The heart start mrx device, and all associated service/support was discontinued on (B)(6) 2022. The device remains at the customer site and no further evaluation is warranted at this time.